Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that patient's blood glucose at time of incident was 530 mg/dl. The customer reported that they were having problems with pump. It started last night and got the message that says no delivery. The customer changed set 3 times and used a lot of insulin. The customer still keeps getting that message. The customer got a reading of 500mg/dl. The customer declined to troubleshoot for high blood glucose and she treated with an injection of insulin and changed her infusion set. The insulin pump will not be returned for analysis.